Manufacturer narrative:
(B)(4). A review of the device history records indicates the reported lot number met all specifications prior to release.

Event description:
The patient was injected with radiesse on (B)(6) 2011 in the right mid-pupillary and lateral under the cheekbone and had great results immediately post-injection with normal post-procedure swelling. The patient called the injector on (B)(6) 2011 and (B)(6) 2011. On both days the patient loved the results, was slightly puffy and swollen. Over the weekend ((B)(6) 2011) the patient flew (B)(6). On (B)(6) 2011, the patient told the injector that she was three times more swollen. The injector had the patient come in to the office and gave the patient 2ml of prednisone the first day and 10 mg tid the second day. On (B)(6) 2011, the patient called the injector and said she was hurting and hot. The patient went to her allergist and he recommended that she go to the emergency room. The patient was admitted to hospital on (B)(6) 2011 with CT-confirmed cellulitis. The hospital gave her IV vancomycin in which she had a severe allergic reaction that made her swell more. The patient's throat was swollen. They then switched to IV rocephin. The initial CT scan visualized bilateral cellulitis and she stayed in the hospital for a total of 5 days. The hospital stay was prolonged due to the drug reaction. On (B)(6) 2011, the injector spoke to the patient and the patient stated that her swelling has subsided and she is happy with the radiesse results.